Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board, blower motor, flow sensor assembly and air inlet path were replaced to address a "service required" alarm condition. No components were replaced. The customer rejected the estimate and the device was scrapped.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, blower motor, flow sensor assembly and air inlet path were found to be contaminated and needed replaced to address the issues. No components were replaced. The customer rejected the estimate and the device was scrapped. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, service required"codes were found in the ventilator's downloaded error log. The device's sensor board, blower motor, flow sensor assembly and air inlet path were found to be contaminated and were replaced to address the issues.